Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device did not seal or work wherein there were regrasp alarms and there was a partial sealing. An end tone was heard with the device. They switched to another device with different model number. There was no patient injury.